Event description:
The customer reported to olympus that the evis exera iii colonovideoscope failed channel check 3 times (internal residual carbohydrate, protein and blood) after bedside cleaning and pre-cleaning prior to placing scope in the olympus endoscope preprocessor pro. The issue occurred during reprocessing for a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated, and the foreign material was confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation; kinks and tear marks at inner wall of the biopsy channel at the bending section side. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.